Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment issues occurred. Vascular access was obtained via the radial and femoral arteries. The 75x6 mm, eccentric, totally occluded target lesion was located in a non tortuous and moderately calcified vessel. A 7x80x120 epic stent delivery system was advanced and while attempting to deploy the stent, the stent "jumped" distally as a result the lesion was missed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.; the epic stent delivery system (sds) was received with an epic inner packaging pouch and shelf box. The batch on packaging and the device matched the reported batch number. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. There were multiple kinks throughout the sds. Was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was from iliac to superficial femoral artery (sfa) and was first predilated with peripheral balloon. In addition the procedure was completed by deploying multiple stents in an overlapping manner. The patient was also hospitalized for a long time because the patient was having other co morbid condition.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the lesion was from iliac to superficial femoral artery (sfa) and was first predilated with peripheral balloon. In addition the procedure was completed by deploying multiple stents in an overlapping manner. The patient was also hospitalized for a long time because the patient was having other co morbid condition.